Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement procedure due to unspecified device performance issues. All components were removed and replaced. The procedure was successfully completed.